Event description:
It was reported that during a device change out procedure, the physician discovered a fracture on the right ventricular lead. The lead exhibited high impedance. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.